Event description:
This report is based on information provided by a service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device is not booting up correctly. The device will remain on the rdt logo screen and never finished booting cycle. The device is unable for use and philips technical product support specialist advised to send the device to the hugo bench for evaluation. There was no patient involvement, and no impact was reported.